Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported stent dislodgement was unable to be confirmed however there was noted stent movement/damages. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that inadvertent mishandling while removing the protective sheath and/or during preparation of the device resulted in the noted stent movement/reported stent dislodgement thus resulting in the noted stent damages (crushed, mangled). There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a 3.5 x 38 mm xience alpine stent delivery system, when removing the protective sheath, the stent implant dislodged. There was no patient involvement. Another same size xience alpine was successfully used to complete the procedure. There was no clinically significant delay in procedure. No additional information was provided.